Manufacturer narrative:
Based on the batch record review carried out, no issues related to the malfunction were found within the documentation. As additional information, photos of the defect were received in which the malfunction reported can be observed. A complaint data analysis was performed and as result no additional complaints (apart from the isolated complaint investigated in this ncr) were found for this failure mode. In addition, a nonconformance search was carried out from 2018 to date and no similar events to the reported by the customer were found; this case can be considered as an isolated event. Based on the results of the process review, it can be concluded that this defect cannot be provoked within the normal process of the primary package doyen b machine, so that the most probable cause found was manpower, who deviating from the correct process, placed an individual barcode label on the dressing; action was taken for this issue. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there was a barcode label on the product, not on primary package". The dressing was not used. Photographs depicting the reported complaint issue were provided by the complainant.